Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was going into comm loss every 2-3 seconds. They sent the unit in for repair. No patient harm was reported. Service requested / performed: evaluation / repair: upon nihon kohden repair center's (nk rc) evaluation, the reported problem was duplicated. The cns was not booting up correctly and freezing when powered on. The hard drives were found to be out of warranty since 01/2016. On 01/22/2021, the hard drives (9000006111a) were replaced to resolve the issue. Investigation summary: a review of the device history found that the hard drives were not reported to have been replaced since 01/2016, (i.e., about 5 years). The root cause of the issue is considered to be hard drive failure due to lack of preventative maintenance. Investigation of the reported issue found the root cause to be due to overdue maintenance. Hard drives are routine service components and are expected to be replaced periodically or as indicated (preventative maintenance). This complaint does not suggest an nk device deficiency/malfunction.

Event description:
The customer reported that the central nurse's station (cns) was going into comm loss every 2-3 seconds.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is going into communication loss every 2-3 seconds. . They will be sending this unit in for a repair. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) is going into communication loss every 2-3 seconds.